Event description:
The reporter stated that it was observed on a pt's post-operative x-ray that two of the proximal screws n the tibio-tlao calcaneal plate that had been implanted have backed out and one lock washer is floating free in the soft tissue. Additional info has been requested from the user facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.